Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported novum iq large volume pump under infused. During an insulin infusion, the clinician noted it was under infusing. The clinician switched the insulin to a different pump at the same rate since the patient¿s blood sugar ¿went too low.¿ no further information was provided.

Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.